Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Our field service engineer has investigated the reported machine on site. The dc/dc & standard connectors printed circuit board (pcb) was replaced and sent back for investigation. The returned dc/dc pcb has been tested in a ventilator. No technical appeared during the startup for 5 times. It passed the pre-use check. No abnormal found during ventilation for 4 hours. Another 5 restarts have been performed without reproducing any issue. Therefore, no root cause can be established.